Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a faulty charged coupled device (ccd). The ccd had bent and corroded pins. Additionally, the device failed the leak test due to a cut cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The instructions for use (IFU) addresses this failure: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿." Reference page 37 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 37 as per IFU. "If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 10 as per IFU. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported "when you connect the camera to the video console, you can see nothing on the screen but color bars¿. This was observed prior to an unspecified procedure. There were no reports of patient harm associated with this event.